Event description:
It was reported that the patient underwent a revision procedure 1 year and 6 months post implantation due to cup malpositioning and the acetabular screw breaking through the cup. The acetabular cup was removed and replaced. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010244 , item name g7 osseoti 3 hole shell 52mm e, lot # 65762080. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted screw with a fragment on the table covered in bio-debris. There is also an intraop picture of what appears to be the screw within the patient with damage to the screw head. Bio-debris obstructs the view of the screw in the joint. Review of the device history records identified no deviations or anomalies during manufacturing. These images were taken 3 plus months prior to revision and all taken on the same date, no additional images were provided to show either initial implant or images prior to revision to compare for possible progression/malposition and or screw fracture. Images will not be submitted at this time a definitive root cause cannot be determined. This complaint was confirmed based on the provided picture showing the broken screw on the or table. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.